Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 150 mg/dl. In addition, it was reported that the time on the pump was inaccurate, cause was unknown. There was no impact to the customer blood glucose level. Customer corrected the tie to resolve the issue.